Event description:
It was reported that a patient with a 27mm 6900ptfx pericardial mitral valve was placed under evaluation for valve-in-valve intervention after an implant duration of one (1) year, 11 months due to mitral regurgitation. The patient initially presented with chf.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2.

Event description:
It was reported that a patient with a 27mm 6900ptfx pericardial mitral valve was scheduled for valve-in-valve intervention after an implant duration of one (1) year, 11 months due to mitral regurgitation. The patient initially presented with chf.

Event description:
It was reported that a patient with a 27mm 6900ptfx pericardial mitral valve underwent valve-in-valve intervention after an implant duration of two (2) years due to mitral regurgitation. The patient initially presented with chf. The tmvr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was stable and went to the recovery room post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including history of coronary artery bypass graft.